Event description:
The reporter stated that during a lumbar procedure, the dr felt device was not stable. After tightening the locking caps, the 3mm driver was inserted and it was noticed that the crossbar was toggling from head to foot. The crossbar was removed and another was inserted. The surgeon was able to complete the surgery with no harm to pt.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.